Event description:
The customer reported to customer service that the transformer for her one month old pump was falling apart. She had to tape it with duct tape. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Per additional information provided by the customer on (B)(6) 2012, the screws that held the transformer together had separated, like they were stripped. Customer had only unplugged it about two times. She duct taped the transformer and continued using the part for two to three weeks. In summary, the product evaluation revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open but had been taped shut by the customer. When the tape was removed, it was found one corner was still intact. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal, and indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.9 ohms, which is normal, and indicates that the thermal fuse did not blow.